Manufacturer narrative:
(B)(4).

Event description:
The patient reported on (B)(6) 2015 that they had not had therapeutic effect with their stage 1 trial. The healthcare provider (hcp) and manufacturer representative (rep) both agreed to not go ahead with the stage 2 implant. The patient then went to an hcp appointment the week of (B)(6) 2015 and was told that it was possible that the leads were not put in correctly and it was suggested she go back in and have them put in under anesthesia. The patient had also been told that it was possible for the leads to move during the stage 1 trial. The leads had maybe moved or were maybe put in incorrectly and that's why it didn't work. Follow-up was performed to determine if the cause of the lack of therapy had ever been determined. Additional information received from the health care professional (hcp) on 2015-12-01 reported that the troubleshooting performed was unknown. The troubleshooting was performed by the manufacturer representative (rep). The cause of the lack of therapeutic effect was likely due to lead migration. Please see manufacturer report #3007566237-2015-03951 for information on the patient's concomitant system.